Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and became unresponsive while formatting a report, during a patient session. It was noted that the programmer was rebooted, and subsequently froze during report formatting again. A different programmer was used to complete the patient session. The programmer remains in use, pending consultation from company technical services. No patient complications have been reported as a result of this event.